Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in seizure. It should be noted that diabetes mellitus is a known cause of hypoglycemia and seizures. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that she experienced a hypoglycemic event on (B)(6) 2015, resulting in a mild seizure. Patient was not able to enter blood glucose (bg) vales into continuous glucose monitor (cgm) at the time of the event. (Bg) level at the time of the event is unknown. Patient's husband administered orange juice. Patient did not have to go to the hospital. No further medical intervention was required. Additionally, patient reported that she frequently suffers from hypoglycemia. No additional event or patient information is available.